Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). A 3.0x28mm ion stent delivery system (sds) was advanced but did not cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a 2.5x12mm ion stent. No patient complications were reported and the patient's status is fine.